Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in march of 2012. The device was received and an evaluation was performed to investigate the reported event. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. The reported problem was not identified during the event history log review. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred through the night during therapy on the homechoice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.